Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analys found an insulation abrasion at 54.1cm to 54.3cm from the connector pin. The abrasion resulted from constant friction with another implantable device.